Manufacturer narrative:
The reported complaint of low r wave amplitude and undersensing was confirmed. The root cause of low amplitude is not unknown but might be related to implant location/orientation, technique, and patient characteristics. The device was performing per design.

Event description:
It was noted that the implantable cardiac monitor (icm) exhibited an undersensing issue. The implantable cardiac monitor (icm) was explanted and replaced. The patient was in stable condition throughout the procedure.